Event description:
Hcp reported that the pt was standing and adjusting the device and it gave her a mild "jolt." After this event the pt's stimulation system did not work. Pt's stimulation system was evaluated and the extension was found to not be functioning properly. Extension was explanted and replaced and the therapy has been successful since the replacement.